Event description:
The iab was inserted into the pt on 4/2/95. On 4/5/95, the iab leaked. Blood was noted in the tubing & the iab was removed. No second was inserted. The microscopic appearance of the penetration & of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion & the ultimate penetration of the intra-aortic balloon is not entirely uncommon & has been reported in the literature on various occasions. Unfortunately, all intra-aortic balloons are the possible subjects of plaque abrasion, the time being determined by such variables arre the degree of calcification of the plaque, its location within the aorta, & on the size & shape of the aorta, as well as the balloon's position in relation to that plaque.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.